Event description:
While on a flight from florida to las vegas, the pt received 17 shocks from the ICD over an 80-period. None of the shocks were preceded by any symptoms. The on board automatic external defibrillator, did not detect any arrhythmias. Upon landing, the pt was taken to university hosp where upon interrogation, 28 episodes of "vf", with 13 having therapy aborted and 15 resulting in one or two shocks were observed. Review of the stored electrograms showed that all the shocks were inappropriate for noise. The decision was made to explant the entire system. The explant was reported to st jude medical on 26 apr 2000. However, the details of the event were not confirmed until 30 may 2000.